Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the keyboard caps lock was locked on and it was showing only symbols. A field service engineer rebooted the station to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis¿ medstation¿ es system, the keyboard is giving only symbols no numbers. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.